Event description:
Treatment of a p-comm aneurysm. It was reported that the patient was implanted with one pipeline on (B)(6) 2012. One week later, the patient's symptoms became worse and the aneurysm ruptured on (B)(6) 2012. Subsequently, the patient expired.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).